Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, the left ventricular lead exhibited high impedance and loss of capture. Fracture was also noted on the lead. The lead was capped and replaced on (B)(6) 2018. The patient was in a stable condition.